Event description:
Following a pump and catheter replacement procedure, the pt was hospitalized for a period of "about a week". It was noted that a catheter issue was found during the device replacement procedure. The pt stated the hospital/pain mgmt healthcare provider would not remove his staples. The staples were "red" and some were starting to look "pusy". The pt believed he was hospitalized due to the medication in his pump, but noted he was unsure of the exact reason for the hospitalization. The drug infused was lioresal. The pt's current location was at home; and the pt was planning to contact an hcp about removing the staples. Add'l info will be provided in a follow up report, as it becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.